Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 (air in tubing alarm), which occurred on the homechoice (hc) during use. The patient stated that their husband had pressed "go" before the patient was connected for their initial drain. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient stated that their husband had pressed "go" before the patient was connected for their initial drain. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As use error was the cause of the alarm, the complaint was resolved over the phone, with no sample required for evaluation. Per baxter homechoice at-home user guide, users are instructed to connect the patient line to their transfer set prior to starting the initial drain when performing peritoneal dialysis therapy. If additional relevant information is received, a follow-up will be submitted.